Event description:
Situation: crrt circuit failed prime test. Background: rn restarting crrt was unable to prime set and continued to get air in set error message despite repriming 3 times and triple checking that all connections were tight. Set was removed and sequestered, and a new set was installed which primed without event. Assessment: possible faulty set. Recommendation: inspect circuit ref: 109990, ref: 115307, lot: 24a0034cb. Manufacturer response for crrt circuit, (brand not provided) (per site reporter).

Event description:
Situation: crrt circuit failed prime test. Background: rn restarting crrt was unable to prime set and continued to get air in set error message despite repriming 3 times and triple checking that all connections were tight. Set was removed and sequestered, and a new set was installed which primed without event. Assessment: possible faulty set. Recommendation: inspect circuit ref: 109990, ref: 115307, lot: 24a0034cb. Manufacturer response for crrt circuit, (brand not provided) (per site reporter).